Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Correction fields: b3, e1 (event site telephone number), h6 (investigation type, investigation type, investigation conclusion), h11 - the brand name was filled inadvertently in the initial emdr. The product details are unknown and the field must be kept blank. Additionally, device serviced by third party should be blank for balloon catheter. Nurse verified there was no blood in the helium tubing and all connections were secure. Esp team had her print an alarm history log to find out what alarm kicked the pump into standby. Three hours prior to our call, the alarm log reported a gas loss alarm. Esp team explained the nature of that alarm and why the pump goes into standby. Nurse reported that the team wanted to just switch out the console and restart the pump. Esp team reviewed that per our IFU, a balloon should not be immobile for longer than 30 minutes for risk of thrombus formation and that the balloon should be removed as soon as possible. Esp team also explained that this was not a console issue but a catheter issue so changing out the console would not help. We went over proper care of the iabp and the importance of checking tubing, screens, function, etc. Kylie was very appreciative of the support. Esp also spoke to several other colleagues and explained the same. Esp team checked back in with kylie early the next morning. She reported that since the patient had been stable for so long without the balloon, they elected to remove it and not replace it. She reported the patient is doing well.

Event description:
N/a.

Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with intra aortic balloon(iab) catheter regarding gas loss alarm. There was no blood in the helium tubing and all connections were secure. There was no harm or injury reported.